Event description:
It was reported that during a gastric bypass procedure, the gun jammed during pouch formation for gastric bypass. Stapler apparently jammed on tissue; the surgeon found it difficult to open the device and apparently had to surgically remove stapler from the patient. Apparently, the patient is ok and used another gun to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ets45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully fired and with the lockout spring damaged. Additionally, the shrouds were noted to be slightly separated. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The device closed and opened as intended. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did additional tissue have to be cut out, if yes please specify amount in cm. Enough to staple around the tissue/jammed stapler - four x blue 45 staplers. On what tissue type was the device used? At what location on the tissue? Stomach, lesser curve. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Third. What color cartridge was being used? Blue 45. What other color cartridges were used before and after this event? 2 x white 45. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Yes, during repeated attempts to disengage the stapler. Were any of the forces higher or lower than expected (closing, firing, or opening)? No, all standard firings - we have done well over 1,000 bypasses with this technique and never before had a problem. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes, it was jammed closed, we therefore had to insert another trocar to use another staple gun to remove the affected part of stomach. What was the patient's pre-op diagnosis? Bariatric surgery. Please provide the patient's sex, age and weight. Female (B)(6). What is the current status of the patient? No problems.